Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Analysis was performed on the returned device. The reported guide separation was confirmed based on the returned device condition. The reported difficulty advancing the device and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. It was reported that resistance was met when inserting the second prostyle device, so a 1/4 rotation was performed to advance the device in the vein. It should be noted that the prostyle IFU states: do not advance or withdraw the perclose prosstyle suture mediated closure and repair (smcr) device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the prostyle device should be avoided as it may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The resistance encountered while advancing the device appears to be related to interaction with the patient anatomical condition due to procedure circumstance. However, the reported advancement against resistance along with the rotation of the device likely contributed to the reported guide separation. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2017 added.

Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with two prostyle devices after a left atrial appendage occlusion interventional procedure using a 14f sheath. Reportedly, the suture was not present when the plunger was pulled back for the first prostyle device. Resistance was met when inserting the second prostyle device, so a 1/4 rotation was performed to advance the device in the vein. All steps for deployment were able to be performed and after foot closure, when removing the device, it was noted that the distal guide was separated and remained in the patient. Surgical intervention was performed to remove the distal guide and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.